Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopy mass removal, while the stapler is being applied in the pulmonary artery, the pulmonary artery bled out. It was noted that a clamp was used prior to firing. There was no initial issue with stapler. Stapler fired normally, and staple line looked ok. It was said that later it looked like the staple line ¿fell apart". There was bleeding of more than 500cc which could not be controlled. The procedure was converted to open procedure. The incision was extended by more than 1 inch. The surgical time was extended by more than 30 minutes. There was tissue damage because of the issue. The patient died due to bleeding.